Event description:
According to the reporter: the event occurred post operatively. There was no rupture in the staple line, if it clenched, but patient with intense bleeding. The stapler was able to fire.